Manufacturer narrative:
The adverse event was reported as part of an investigation study follow-up. No service or inspection was requested or is required for the equipment. No further information is available.

Event description:
A clinical study patient presented at the one week post-operative exam for laser vision correction with a decentered flap in the right eye. The patient's visual acuity in the right eye at the one month post-operative visit was 20/50 uncorrected and 20/30 corrected.